Event description:
A patient specific implant prescription form was received for the patient's left jts distal femur. Noted on the form: "max extension, aseptic loosening, leg length discrepancy. Refresh cut 1mm. Long femoral and tibial stems." Update 01 june 2021: case review confirms loosening of the femoral stem.

Manufacturer narrative:
Reported event: an event regarding loosening involving a jts, distal femoral replacement, femoral stem was reported. The event was confirmed by x ray review. Method & results: device evaluation and results: not performed as product was not returned clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for jts distal femoral replacement which was inserted on 20feb2017. The surgeon reported maximum extension of the implant, together with aseptic loosening and leg length discrepancy. The CT image provided shows that the implant has been extended by 50mm which reached to its maximum capacity of 50mm. There is radiolucent line between the stem and bone indicating the aseptic loosening. The left femur is measured 450mm, compared with the right femur of 459mm, it is 9mm shorter. However, for the whole left leg, it is measured 759mm, compared with the right leg of 823mm, it is 28mm shorter. Therefore, the radiographic review can confirm the clinical report and reason for revision. Device history review: review of the product history records indicate the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
A patient specific implant prescription form was received for the patient's left jts distal femur. Noted on the form: "max extension, aseptic loosening, leg length discrepancy. Refresh cut 1mm. Long femoral and tibial stems." Update 01 june 2021: case review confirms loosening of the femoral stem.